Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic history, it was identified that unintended change in device settings occurred before an office visit on (B)(6) 2015 (adjusted date). On (B)(6) 2014 (adjusted date), the device was programmed at 1ma, 20hz, 250&#62661;c, 30sec on, 5min off, with the magnet mode settings at 1ma, 500usec, 30sec on. The following interrogation on (B)(6) 2015 (adjusted date) found that the device was disabled. It was turned on the same day. Diagnostics history was reviewed and no record was found of an interrupted system diagnostic test that might have caused the change in device settings. No patient adverse events were reported.

Event description:
Further information from the physician was received indicating that the patient's generator was disabled in prevision of surgeries which were performed a few months apart. Once the surgeries were performed, the device was switched back on and the settings were adjusted. Those surgeries were not linked to vns. It was reported that the patient's clinical situation has remained stable throughout the shutdown period.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.